Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient who was lost to follow up presented in the hospital because of heart failure. An alert for low out of range, high voltage lead impedance was observed. Review of the trend shows that low impedance might be because of increased fluid buildup in the chest cavity. Dft testing was recommended. Lead remains implanted.